Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) was confirmed. As received, the electrode belt failed incoming functionality testing, specifically an ECG falloff test. The cause of the failure was isolated to an internally shorted u720 component on the dn pca. The root cause of the shorted component was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that a patient was receiving excessive gong alarms.